Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
During passing the sterile implant over to the surgeon, the protection foil loosened by itself. Replacement was available.

Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed from photographs attached. Method & results: -device evaluation and results: three photographs were provided. One photograph shows the tyvek lid of the outer blister which contains the label showing the product details. The second photograph is the reverse of photograph one which shows the tyvek lid of the outer blister with a broken flange of the outer blister attached to it. Photograph three shows the outer blister with the inner blister inside with the tyvek lid intact. One side flange is broken/fractured from the outer blister. There is evidence of a good seal on the remaining three sides. -medical records received and evaluation: not performed as the event is related to a packaging issue and no adverse consequences to the patient were reported. -device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: there have been no other events for the lot referenced. Conclusions: based on the visual inspection of the provided photographs, this type of damage is typically when the unit carton would have been dropped from a height and falling on its side, however as no packaging was returned, this cannot be confirmed. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
During passing the sterile implant over to the surgeon, the protection foil loosened by itself. Replacement was available